Event description:
It was reported when using the bd pyxis¿ es server, all station disconnected no communication to epic or pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the stations were failed to communicate. A technical support specialist remotely dialed into the server, checked the remote support service (rss) and found the stations were in disconnected mode, advised the customer to reach out to their it team. Later, the technical specialist checked from rss and verified that the stations were no longer showing offline, to ensure this, the tss ran server downtime query, checked and verified communication between cce and the es server was up and running fine while no disconnected flag found and no critical notice showing on health sight viewer. The customer verified and acknowledged to close the case. The system functioned as intended after the technical support specialist tested the device.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, all station disconnected no communication to epic or pyxis. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.